Event description:
During an in-clinic follow-up, pocket erosion was observed. Tests were performed which indicated that there was no infection associated with the device erosion. The device was explanted and replaced to resolve the event. The patient was stable.